Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and failed. Data was downloaded for evaluation and it contained nothing related to customer complaint. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.